Event description:
Hcp reported the patient presented with withdrawal symptoms including increased pain, nausea, vomiting, diarrhea, and then became delusional. Patient was put on oral medications and a dye study was done. They were unable to inject the dye or withdraw fluid. The pump was explanted and replaced. The hcp thinks the pump was beeping when it was removed. Since the replacement surgery the patient has been doing terribly. The pain medication is not relieving their pain, they have changed out the patient's medication once already. The patient's wound is failing to heal as they have poor skin turgor. The plan is to put in a smaller pump which, it is hoped, will work better for them.